Manufacturer narrative:
Patient weight was not available from the site. Medtronic representative at the site performed a system check-out and was unable to replicate the issue nor has the representative experienced any unresponsiveness. Unable to confirm complaint.

Event description:
A medtronic representative reported that prior to registering the patient in a shunt procedure, the navigation system became unresponsive, then exited unexpectedly. The surgeon opted to switch over to using a different stealthstation navigation system to continue. The procedure was completed with the use of navigation. There was no impact on patient outcome.